Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and the issue did not recur after the reset. The customer continued to use the pump, with instructions to contact support if the problem reoccurred.